Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: during testing, the display screen was found to have multiple vertical lines through the screen. The pump cover was removed and the pump was observed to have a failed display flex on the display screen causing the persistent line. A test screen was inserted and was found to function properly; no vertical lines were observed. Evaluation revealed moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.